Event description:
It was reported that this pump was scheduled for explant as an alarm was generated for a confirmed motor stall. The patient experienced withdrawal symptoms and increased spasticity and therefore was administered oral baclofen. The patient was on 3000 micrograms per milliliter. It was unknown how long that patient had been on this concentration. This device system was thought to have delivered compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed a feed through anomaly with shorting across insulator. The previously reported conclusion code no longer applies to this event.